Event description:
The hosp reported that back section of hausted chair failed to hold pt. Pt was not injured.

Manufacturer narrative:
The attending nurse reported straining her arm while trying to steady the pt on the chair and trying to raise the chair into position. The nurse did not seek medical treatment. At the time of the incident, the pt was in the process of being transferred back into bed. The chair was placed next to pt bed and the chair back was lowered to approx 30 degrees above horizontal. The nurse began to raise the foot section and the chair back slid to full trendelenburg position. The attending nurse stated no one was in contact with the back release lever at time of incident. The pt remained on the chair and did not fall. A steris technician was dispatched to the hosp and examined the chair back and gas spring. The locking mechanism appeared secure. The back section was lowered to the 30 degree positon, and the hospital biomed technician placed a 100 pound weight on the back section. The back section did not move or drift. The steris technician was unable to repeat failure. The chair is 10 yrs old chair and the steris technician noted the following: the chair shows evidence of hard use. Foot pads missing from break levers, chair rail lock mechanisms repaired (welded) by customer. Lift column cover loose, chair lift column wobbles and column bearings are worn or out of adjustment. The equipment is maintained by the hosp biomedical engineer. The hosp has taken the chair out of svc at this time. Given the age and conditions of the chair as stated by the steris technician, steris has recommended that the steris sales rep contact the facility and recommend that the chair be replaced or as an option the facility consider having steris repair the wear issues stated above. As of the date of this report, the hosp has not stated its decision.

Event description:
The account alleges that the bed exit will not send a signal to the nurse's station, when it alarms locally.

Manufacturer narrative:
The user facility reports that they are still using all of the hausted all purpose chairs and that there have been no further incidents with this equipment.